Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided, k101880.

Event description:
It was reported that there was no implant in the packaging when they opened it. The container was empty, the procedure was completed using another implant. Implant location not reported.